Event description:
Found that the b braun pump was not delivering the right dose as evident with near empty bag, yet the pump tells otherwise. The order was for a drip at 2 ml per hour. The bag was a one hundred ml bag. Pump was set, checked by three nurses, to deliver 2 ml an hour but the bag was empty after only five hours. Equipment was assessed by the hospital biomed department and b-braun. Both companies unable to duplicate reported problem. On assessment of equipment. No problems were found.